Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events. Therefore; servicing did not cause or contribute to the reported event. The reported condition could not be verified as evaluation did not properly assess for the reported condition display had a black background. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device display had a black background. No additional information is available.